Event description:
My dexcom g7 alarm does not go off when my blood glucose goes high. The alarm is set to go off when my blood glucose gets to 160. It never goes off. The alarm goes off when my blood glucose goes low, but not high, which is dangerous for me since my blood glucose usually goes high at night when I'm sleeping. The dexcom g7 lot number is not on the recall list but still does not work correctly.